Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation, the device found to be in backup vvi mode and hv therapy was disabled. The reason for the device going into backup mode was unknown. As such, the device was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory and was due to a power on reset (por). The por occurred during capacitor maintenance just as the device began the second charge of the maintenance routine. The device was tested on the bench and no anomalies were found. The cause of the por could not be determined.